Event description:
(B)(6) physicists have found the dose distribution delivered for plans with split fields are incorrect. The following information was reported to varian: (B)(6) physicists have just completed imrt plan qa for an imrt plan which required 3 fields to be split into 3 subfields. Whilst each field was measured within our specifications, it was noted that there were irregularities for the beams split 3 times. Further investigations were completed and it was found that when the plan name # was copied and forced to recalculate, the dvh showed dose increases of 2-3% above the plan that was approved for plans where the field had been split twice and up to 5-6% for the plan with fields split 3 times. The dvh shows elevated doses, particularly to the ptv, and of critical clinical relevance, the spinal cord and brainstem. This particular patient that has a triple carriage split was delivered three fractions before the discrepancy was discovered during additional qa, however, there are four previous patients that have double carriage split that customer is indicating they believe that the spinal cord dose may have been exceeded.

Manufacturer narrative:
Customer beam data (6x) and plans were used for the investigation. Eclipse version 8.6.15 for both client and aaa was used. The beam data profiles were also compared to gb data. The second source intensity value, which seemed to be quite high was studied and compared to the data sets available with aaa research team. Plans were recalculated after split and dose for different structures were compared to the original non split plan. The investigation confirms device malfunction due to software design limitation that result in dosimetric/calculation errors in treatment planning. Split field imrt plans can deliver higher than intended doses, compared to the approved treatment plans before the multi-carriage split. Large imrt fields that must be divided into smaller fields for delivery have been found to deliver higher doses than planned, when the divided fields are recalculated. Investigation has found that the higher than intended doses are more pronounced with a 90 degree collimator position with the mlc leaves in the superior-inferior direction. Dose differences, greater than 10%, were found after re-calculation of these split field imrt plans. Without pre-treatment plan qa, the dose difference could go undetected for an entire course of treatment. Higher than intended total dose to targets and critical structures could lead to increased toxicity and serious injury requiring medical intervention. Current patient plan is to be modified as only 3 fields have been delivered so far. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.